Event description:
It was reported that on (B)(6) 2022, a 27mm portico ng valve was selected for implant using a large flexnav delivery system. After sheath introduction, complete heart block was observed. Post-portico ng valve implant, a permanent pacemaker was implanted. No patient consequences were reported. Clinical study patient ID: (B)(6).